Event description:
It was reported that during a ptca procedure involving a calcified and 99% stenotic lesion, the catheter became stuck on the guide wire after the first inflation. The catheter and wire removed as one wihtout incident. The catheter was flushed and the physician attempted to advance the catheter, however, resistance was encountered and the device was removed. No patient injuries or complications were reported.